Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high and low blood glucose readings. Customer stated she is a custodian and she sweats. Customer has experienced a low reading of 45 mg/dl. Customer's blood glucose reading at the time of the call was 81 mg/dl. The drive support cap was noted to be normal. No further information reported.